Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that about 11 years ago the patient's body rejected their first implant. The patient mentioned that the stimulator was moved above their hip.